Manufacturer narrative:
As reported by the sales rep, the balloon of 6f/7f mynxgrip vascular closure device (vcd) ruptured when the device was removed from the patient. The procedure was completed, and hemostasis was achieved using manual compression. There was no reported patient injury. The device was used in patient. The device was stored as per labeling and opened in sterile filed. The user was trained with the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage in distal end of the sheath after removal. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2113001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as device preparation, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported by the sales rep, the balloon of 6f/7f mynxgrip vascular closure device (vcd) ruptured when the device was removed from the patient. The procedure was completed and hemostasis achieved using manual compression. There was no reported patient injury. The device was used in patient. The device was stored as per labeling and opened in sterile filed. The user was trained with the device. The femoral artery¿s suitability was verified on angiography or venography ,including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage in distal end of the sheath after removal. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will not be returned for evaluation.